Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's system controller lights all went off and unk alarms were observed. It was also reported that they were unable to download history. The system controller was exchanged for another system controller and no further problems were reported.

Manufacturer narrative:
The device was returned to the MFR for eval. The system controller was connected to the equipment in the MFR's lab with no alarms active. The black and white power cables were maneuvered and while moving the white power cable at the connector end, the "power cable disconnect" and "red battery" alarm became active. The system controller was then connected to a power module and while moving the white power cable, support to the pump could be interrupted. The white power cable was then stripped at the connector end revealing a broken inner conductor. This situation is being addressed through the MFR's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers.